Event description:
It was reported via the sales representative that the cutting teeth on the saw blade were turned in the wrong direction. It was also reported that the blade injured the patient by cutting into the patients pleura during a thoracotomy procedure. Pleural drainage had to be provided for the patient.

Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet. Lot number information has not been provided to permit further investigation. It was reported that the device allegedly involved in this event was reused. The label for the device has a symbol indicating "do not reuse". Investigation results indicate that the user did not follow instructions and re-used the blade which is a single use device. The investigation results also show that the orientation of the teeth of the blade has not been changed since its launch.